Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk noted. However, no unexpected motor error alarms noted and the motor was tested outside of the device and passed. The insulin pump passed displacement test and rewind test. The insulin pump has minor scratches on lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a badly scratched display and a loose drive support cap. The customer reported that the damage may have occurred while working, as he has an outdoor job. The customer also stated that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 175 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.